Manufacturer narrative:
(B)(4): the device has not been returned to the manufacturer for evaluation.

Event description:
It was reported that the patient underwent a cervical procedure to stabilize a cervical fracture. During implant of the crosslink the device snapped during tightening. All fragments were retrieved. There were no patient complications.